Event description:
It was reported that mobile power unit (mpu) patient cable was twisted and becoming difficult to use. The mpu would be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the ¿patient cable is twisted and becoming difficult to use¿ was confirmed with the returned mobile power unit (serial # (B)(6) ). Visual inspection revealed the connectors had damaged threads and the pins within the connectors were deformed in a twisted-like fashion. It was noted the 18-foot section of the patient cable did not have any physical deformities. The damage to the threads appear to be related to a sudden impact and the deformed pins appear to have been deformed when mating the connectors. The damage would have resulted mechanical resistance when physically mating to the system controller connectors. A specific root cause of the damage could not be determined during the evaluation. Repair and preventative maintenance were performed. Performed all tests as per procedure, which passed all testing. The mobile power unit was returned to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6) ) is a rental unit and shipping information was unable to be located. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.